Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery had "issues with charging". There was no reported impact to customer¿s blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.